Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The reported event is confirmed as manufacturing related. Received (4) photo samples. The first photo sample shows an overview of the catheter and drainage bag. The second photo shows the overview the zooms in of the blockage in the funnel. The third photo shows the inflation valve cap. The fourth photo shows the product packaging with information. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley attached to the drain bag. Visual inspection of the sample noted inflated the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and no leaks observed. With syringe attached the balloon deflated passively with no issues. Attempt to flush the drainage funnel and the solution did not advance through the lumen observed a blockage in funnel on the return sample. This is out of specification per (B)(4) , revision 13, which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was pretested in the operating room for urinary drainage and temperature control, drainage failure was confirmed, and the catheter was not used. The hospital has had many drainage failures in the past, so before insertion of the catheter, they clamp the urine collection tube, insert sterile water through the sample port, and insert the catheter into the patient only after the sterile water returns from the drainage lumen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was pretested in the operating room for urinary drainage and temperature control, drainage failure was confirmed, and the catheter was not used. The hospital has had many drainage failures in the past, so before insertion of the catheter, they clamp the urine collection tube, insert sterile water through the sample port, and insert the catheter into the patient only after the sterile water returns from the drainage lumen.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was pretested in the operating room for urinary drainage and temperature control, drainage failure was confirmed, and the catheter was not used. The hospital has had many drainage failures in the past, so before insertion of the catheter, they clamp the urine collection tube, insert sterile water through the sample port, and insert the catheter into the patient only after the sterile water returns from the drainage lumen.